Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Also noted was atrial noise, which resulted in several inappropriate mode switches. The patient presented in-clinic for evaluation. The noise was easily reproducible with isometrics. Programming changes were performed resolving the oversensing, noise and mode switches.